Event description:
A customer reported that when they used excel off brand reagent the elite system would not count down when they attempted a blood test. No blood sugar result to a diabetic could result in a serious medical condition. While on the phone a review of the system was conducted. The customer did not have the requisite supplies with them at that time to continue testing. These will be provided and follow-up made.